Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient's device had por error code. Por was resolved by a manufacturing representative (rep). No patient symptoms or complications were reported in this event.